Manufacturer narrative:
The reported event for no ipg communication was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that ipg became unable to communicate with programmers. As a result, surgical intervention may be undertaken to address the issue.